Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced infusion set tubing leakage at the site event on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The infusion set was in use for two hours. The patient replaced the infusion set and resumed insulin deliveries successfully. Patient reported that infusion set was inserted into scar tissue and connector clicked into cannula housing/site when connecting the tubing to the site. No further information available.